Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies were found.

Event description:
It was reported that the device, when interrogated in the original packaging, indicated that it had delivered 3 shocks. The device was not used and was returned. There was no patient involvement.